Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'upstream occlusion error during testing' was not reproduced. A review of the event history log revealed no infusions on the reported event date. The last day of customer use was 18 days prior to the reported event ate and multiple "upstream occlusion!" Alarms occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. During evaluation the device alarmed downstream occlusion. The cause was identified to be an out of calibration force sensor. The force sensor requires calibration to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion error during testing. There was no patient involvement. No additional information is available.